Manufacturer narrative:
The device was investigated by a maquet fst. He confirmed that the shoulder module could be removed from the operating room table top without pulling the release button for the locking mechanism because the bold of the locking mechanism was bent. It was also noted that tape had been applied which affected the attachment of the module. The interface of the shoulder module is designed, so that the device will not be removed from the table top in the event that the locking mechanism does not work. The shoulder module has to be moved up approximately 15 degrees before it can detach. This can be caused by collision with an obstacle during downward movement (trendelenburg). Collision can also occur when moving the back plate down. The defect shoulder module will be repaired. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).

Event description:
(B)(4).